Event description:
Paramedics were transporting a pt to another hosp because of a lack of a critical care bed. The device was connected to the pt with ECG and disposable pacing/defibrillation/ECG electrodes for external pacing during transport. According to the reporter, the device intermittently stopped pacing the pt and had to be manually restarted each time. The pt arrived at the hospital but did not survive. The reporter indicated the pt's death was not caused by or contributed to by the alleged device malfunction because the pt was not viable.